Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of impedance issue is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead has not been returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this lead was an attempted implant. During the procedure the lead exhibited impedance issues (unspecified), high thresholds and had dislodged. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.